Manufacturer narrative:
This event occured in germany. (B)(6) is filing this report because the device is also marketed and sold in the u.s. On the day of the event the control unit was not attached to the support plate and the smoov was not in use.

Event description:
Allegedly the person's leg was lifted out of the wheelchair and placed on the toilet seat to apply cream. While applying the cream, the leg accidentally slipped off the toilet seat and fell onto the control unit's mounting plate. The impact with the mounting plate caused an injury to the lower leg that required medical treatment (14 stitches). On the day of the event the control unit was not attached to the support plate and the smoov was not in use.